Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and displacement test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.